Event description:
Caller reported a tandem mobi cartridge alarm during the load process. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to remove the cartridge and deliver a bolus, which completed successfully, but they couldn't reload the original cartridge. Despite assistance in loading a new cartridge, the alarm recurred, leading to a decision to replace the pump and original cartridge. The customer was advised they would receive an updated pump, and they planned to contact their healthcare provider for backup therapy.